Event description:
It was reported that the customer had a balloon rupture on an endoplege catheter. They noticed it only when the case was over and ep removed. It functioned well so there were no clinical indicators of malfunction. Patient was unharmed and no issues noted. Product will not be returned for evaluation

Manufacturer narrative:
Device was discarded at hospital, no evaluation will be performed.